Manufacturer narrative:
. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Although the reported event occurred post-procedurally, the customer-provided medical records confirm the patient had friable annular tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. The most likely cause is patient factors, including pseudoaneurysm of aortic root that destroyed the anterior mitral leaflet, aortomitral curtain and periannular tissue, suggestive of previous infection. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: attempts have been made to obtain product for evaluation. No device was returned. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a 23mm 11500a aortic valve was explanted after an implant duration of two (2) years, and five (5) months due dehiscence of the av and pseudoaneurysm on the aortic root. The explanted valve was replaced with a 23mm 11060a aortic valved conduit. Per medical records, the patient was asymptomatic. Preoperative tte showed dehiscence and mild pvl. Intraoperatively, there was giant pseudoaneurysm in aortic root with fistula formation to la over mitral annuloplasty ring. The old prosthetic 23mm inspiris valve was explanted. The 32mm 5200 annuloplasty ring was also loosely connected to annulus and was explanted (2025-1497-02). The giant pseudoaneurysm destroyed anterior mitral leaflet, aortornitral curtain, and periannular tissue. These findings suggestive of (previous) infection. The mitral valve was replaced with a 29mm non-edwards valve with reconstruction of aortomitral curtain with bovine pericardial patch (commando procedure), aortic root replacement with 23mm konnect avc and rvot repair another bovine pericardial patch. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.